Event description:
The customer alleged the suction cup came off the arm and they could not place it back on while wearing gloves. On 07/02/2003 the genzyme sales rep provided additional info alleging that the device would not hold well when the surgeon tried to apply it to the heart. The user reported that there was no pt injury. The dr was allegedly unable to use the device and placed the pt on-pump. Note: this additional info resulted in a decision to report the incident. On 07/28/2003 additional info was received which indicated the device was allegedly attached to the heart when the cup came off.